Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple non-sustained rv oversensing episodes. When rep viewing the egm, it appeared that the device was sensing p waves. Programming changes were recommended. The patient was doing fine.